Event description:
It was reported that during device testing lost rv capture was observed. Both ddd and doo test were completed. The rv threshold voo and numbers were normal. Programming changes were made. Device remains implanted. The patient was stable.